Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient reports having an allergic reaction to the pods adhesive at the pod infusion site (leg). The patient reports having swelling as well as tenderness, redness, itching and purulent discharge at the pod infusion site. The patient reports they had gone to the pediatrician where thy had been prescribed an antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.